Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the customer's quality control (qc) was in range at the time of the event. A siemens technical application specialist (tas) was dispatched to the customer's site. The tas installed new reaction tray cuvettes, adjusted the tension for the reagent probe 2, and replaced mixer 1 unit. The tas then adjusted the bottom of cuvette for the middle mixer, reagent probe 1 and reagent probe 2. The tas performed a (B)(4) study, which was in range. The tas then changed a motor for the mixer. The tas ran qc and patient samples, resulting within range. The cause of the discordant triglyceride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, triglyceride concentrated (trig_c) results were obtained on eight patient samples on an advia 1800 instrument. It is unknown if the initial results were reported out to the physician(s). Sample ID 184 was repeated on the same instrument, resulting falsely depressed. Repeat results for sample ids 143, 167, 288, 289, 330, 347 and 525 were not provided. Results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, triglyceride results.

Manufacturer narrative:
The initial MDR 2432235-2016-00734 was filed on november 30, 2016. Corrected information (12/06/2016): follow-up on dates provided confirmed the date of event as (B)(6) 2016 and the date of awareness as 11/09/2016.